Event description:
There was an allegation of discrepant results for 2 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. Patient 1 initial result was 17 ng/l. The sample was repeated twice with results of 10 ng/l. On (B)(6) 2023 patient 2 initial result was 60 ng/l. The sample was repeated twice with results of 15 ng/l and 13 ng/l.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Discrepant troponin t hs results were provided for an additional 2 patient samples (patient 3 and patient 4). On (B)(6) 2023 patient 3 initial result was 13 ng/l. The sample was repeated twice with results of less than 3 ng/l and 3 ng/l. On (B)(6) 2023 patient 4 initial result was 305 ng/l. The sample was repeated twice with results of 159 ng/l and 285 ng/l. Section b7 was updated.

Manufacturer narrative:
Calibration and qc were acceptable. No alarms were observed at the time of the questionable results. The customer's laboratory environment is clean and well-organized. The instrument's surfaces were clear of dust. At the customer site, film and particles were visible on the surface of the samples before measurement. The investigation determined the event was due to sample quality issues. From the data provided, a general reagent issue can be excluded. The investigation did not identify a product problem.